Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event two nodules (pt: injection site nodule), was deemed to meet serious injury criteria of permanent damage. The device history record of radiesse injectable implant could not be reviewed as the lot number was not reported.

Event description:
This consumer report was received from a us consumer and concerns a female patient. She was injected with radiesse, two years prior to this report. After the radiesse injection, the patient experienced that radiesse moved and she had two nodules. At the time of this report, the patient asked if there was anyone who was able to give her information about what was going to dissolve radiesse. The outcome of the events was unknown. The events were considered as permanent.